Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched to the customer facility to address the reported event. The fse found the diluent pump to be defective. The diluent pump was replaced, primed and fse ran quality control (qc); all passed within acceptable range. The g8 instrument was functioning as intended. The customer was able to resume operations. No further action was required by fse. The probable cause of the event was a defective diluent pump. A complaint history review for serial number (B)(4) was conducted from 02-01-2015 through 03-31-2016 for similar complaints. There were no similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported issues on startup with their aia-600 ii. The customer reported the diluent is not flowing and is unable to run fsh and lh ii in the patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of fsh and lh ii patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.